Manufacturer narrative:
The reported issue was confirmed. The device was evaluated upon receipt. The unit is no longer cooling. The mixing pump failed. Replaced mixing pump. Device passed applicable testing after repair. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections made to tab d, f, h. Initial reporter phone number: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an error 113 reduced water temperature control in an arctic sun device. Per review of wo on 08oct2025, there was no patient involvement. Per sample evaluation results received via task on 09jan2026, it was reported that the mixing pump failure contributed to the reported issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an error 113 reduced water temperature control in an arctic sun device. Per review of wo on 08oct2025, there was no patient involvement. Per sample evaluation results received via task on 09jan2026, it was reported that the mixing pump failure contributed to the reported issue.